Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks at various episodes due to atrial fibrillation with rapid ventricular response. Therapy was exhausted. The field representative mentioned they upgraded therapy zones and will rate control the patient. Other programming options were also discussed. The ICD remains in service at this time. No additional adverse patient effects were reported.